Manufacturer narrative:
Device not returned to company and is not expected to be returned for evaluation. During phone interview doctor indicated possible questions patient's compliance. Apparently went home and soaked the foot in a plastic grocery bag in ice during early post op period. Came to first post op visit with foot wrapped in a plastic bag. Patient indicated that he did a lot of walking in early post op. IFU cautions that device is contraindicated in patients who may ignore the limitations of artificial joint replacement. Also, territory manager reported that during the initial implant procedure, instruments were dropped a couple of times and were "flashed" to complete the case. IFU does not provide flash sterilization instructions and warns against sterilizing above 275 degrees f because it may damage some of the polymers in the instruments.

Event description:
Patient received reflexion toe implant on (B) (6) 2009. After surgery patient had swelling with redness. In (B) (6), the patient had an elevated wbc (11,000) which then declined. In (B) (6) patient was admitted for a possible infection with wbc back at 11,000, severe redness and swelling. No fractures were present on the x-ray and none of the x-rays were consistent with osteomyelitis. Doctor placed the patient on an IV antibiotic. On (B) (6), 2010 the implant was removed. Doctor stated that he had questions about patient's postoperative compliance/infection control. Device history records showed no anomalies and sterile processing of implants met requirements.